Event description:
It was reported that, during implant, the first lead was not used because it would not track into target vessel because it was too large. The second lead was not used because it was too short. The third lead could not be placed into the right atrium even after repeated venoplasty. The fourth lead was placed, but needed to be re-affixed the next morning because it had dislodged. The fourth lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. (B)(4) no anomalies were found. The full lead was returned and analyzed. (B)(4) no anomalies were found, however a damaged tip electrode was noted. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.